Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device upgrade procedure, the leads were difficult to remove from the pulse generator header. The leads were removed and the pulse generator was explanted and replaced as planned. The patient would continue to be monitored. No patient symptoms were reported.